Event description:
It was reported that on the day of the event, the device was disconnected from the mains supply and switched to battery operation. The operation was started at 10:07 am and just over an hour later, at 11:05, the atlan switched off. At 11:07 the device was already booted up and work continued. No patient injury reported.

Manufacturer narrative:
An investigation has been performed based on the provided information as well as the device logfile. According to the stored entries the reported behavior was consistent with batteries exhibiting reduced capacity and an unstable voltage profile, which is an indicative of aged or faulty batteries. The device was operated in battery mode during the reported event; however, the reason for this remains under investigation at this stage. It should be noted that, as stated in the IFU, the batteries are intended as backup power in the event of mains failure and are not designed to serve as an alternative power supply under normal operating conditions. According to the specified maintenance interval, the batteries should have been replaced after 24 months. In this case, the installed batteries were 36 months old. Based on the findings, it was agreed to advance the maintenance and replace the affected batteries with new ones. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.